Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff was torn. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Covidien received a report that the tracheal would not inflate. Customer stated there was no patient harm.